Event description:
Device 2 of 2 . Reference MFR report: 3008829311-2017-00605. Additional information received indicated surgical intervention was undertaken and the t12 lead (lot number ab2204, which is device one in this series) was explanted and replaced. Postoperatively, the patient was reportedly receiving effective therapy.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00605. It was reported the patient suffered a fall and afterwards it was determined the leads had migrated. Surgical intervention may be pending to address the issue.